Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for non-malignant pain and chronic low back pain. The pump contained fentanyl, an unknown brand of baclofen, dilaudid, and marcaine, all with unknown concentrations and doses. It was reported the patient was experiencing an 8474 code (pump reset) on the personal therapy manager (ptm). The patient stated he called the health care provider¿s (hcps) office and spoke to the office manager who told the patient they had nothing to do with it and instructed the patient to call the manufacturer again. The patient was requesting the manufacturer to contact the office manager to assist the patient. Reported symptoms included flu like symptoms. The change in therapy/symptoms was considered gradual. The patient stated he had been miserable all weekend. The patient stated he felt he might be getting better from the flu, then the patient stated he was not getting better. The patient stated the event started ¿about 2 days ago¿ (relative to (B)(6) 2018). The patient stated he was scheduled for a pump replacement on (B)(6) 2018 due to normal battery depletion. No further patient complications were reported. Additional information received from a manufacturer representative reported she called the patient and now was calling the clinic.

Manufacturer narrative:
Interrogation of the pump determined it was used to infuse bupivicaine (15.0 mg/ml), baclofen (270.0 mcg/ml), hydromorphone (22.0 mg/ml) and fentanyl (600.0 mcg/ml). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable pump (B)(4) identified a low battery reset had occurred but could not determine the cause. If information is provided in the future, a supplemental report will be issued.